Manufacturer narrative:
(B)(4). Visual inspection found the a/c power cord was damaged. Both primary and secondary batteries were depleted. Failure confirmed.

Event description:
It was reported that the ventilator had a battery issue. There was no reported patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.